Manufacturer narrative:
On 27-dec-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. There was noise on the electrograms displayed on the carto® 3 and recording systems. There were no errors on the carto® 3 system, but there was noise on the electrograms displayed on the carto® 3 and recording systems. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The case continued. Device evaluation details: visual analysis of the returned smart touch unidirectional sf device revealed that no damage or anomalies were observed on the device. An electrical test was performed, and no electrical issues were found. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device 30617090l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. There was noise on the electrograms displayed on the carto® 3 and recording systems. There were no errors on the carto® 3 system, but there was noise on the electrograms displayed on the carto® 3 and recording systems. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The case continued. Additional information 4-nov-2021: the signal interference (noise) was observed on ic, bs, or all ECG (bs + ic) channels. The physician did not have any intact ECG signal available to monitor patient heart rhythm. During the signal interference the affected catheter was inside the patient¿s body. Additional information: (B)(6) 2021: the signal interference (noise) was observed on all intracardiac and EKG leads. Bad no ECG on all channels is MDR-reportable.